Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an oxygen blending module accuracy urgent service code was found in the device's error log. The manufacturer's service technician replaced the device's oxygen blending module board to address the issue. Additional findings not related to the malfunction/issue as a noise that was found in the motor blower assembly. The manufacturer's service technician replaced the device's motor blower assembly to address this issue. The manufacturer's service technician proactively replaced the stirring fan foam, exhaust fan assembly, 43-micron filter on the device. After all the parts were replaced on the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operational and it was cleaned.